Manufacturer narrative:
The returned device analysis was unable to replicate the reported clip opening while locked in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, a cause for the reported clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening while locked. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds, 20505r256) was advanced in the patient and the leaflets were grasped. While removing the lock line it was noticed on fluoro that the clip opened to 30-40 degrees. Troubleshooting was successful and a second attempt to remove the lock line was performed. However, the clip opened again. The clip was removed from the patient and exchanged. An xtw clip was successfully implanted at the center-medial location on the valve. In order to further reduce mr an xt clip (20401r140) was advanced in the patient and placed medial to the first implanted clip. During the leaflet insertion assessment, it was noticed on echo that the mr increased. The decision was made to re-position the clip. However, after several unsuccessful grasping attempts it was noticed that the anterior leaflet was torn. The clip was removed from the patient and the procedure was ended. That same day the patient underwent a successful mitral valve replacement surgery. No additional information was provided.